Event description:
It is reported that a customer experienced low blood glucose of 43 mg/dl. The customer initially called for assistance with uploading to carelink. The customer was informed that there could be many reasons for low blood glucose. The customer experienced a low threshold suspend from their insulin pump. The customer treated their blood glucose levels with orange juice. The customer declined assistance or trouble shooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).